Event description:
Caller reported a cgm error 42, which involved a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump, and the caller will reset the pump when ready and follow up if the issue continues.